Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in the operating room for initial implant. Physician noticed the atrial lead had built up resistance with each attempt to extend the helix. After final attempt to place and secure lead it was noted that the impedance from psa to can evaluation had doubled. The physician decided to use another lead. Patient was stable post procedure.